Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on december 3, 2007 and alleged that her one touch basic original meter was not powering on. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the subject meter would not power on after replacing the battery. The alleged issue occurred in 2007 (time not provided). She also mentioned that, she felt shaky and had vision problems after the issue began. She was tested on a backup meter (ot ultra 2) with a result of 398 mg/dl and was admitted to the hospital. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any treatment. At the time of troubleshooting, it was verified that the patient had replaced the battery per the owner's manual. The condition of the battery contacts was good and the batteries were correctly installed. Based on the information provided, there was no misuse of the product. However, the patient was unable/unwilling to answer if the meter turned on with the power button. This complaint is being reported because the patient claimed to have developed symptoms suggestive of hyperglycemia after the reported issue began. The result on her backup meter was correlated with the symptoms. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.